Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that during impedance testing, electrode 8 showed a value of 40000 ohms. The electrode was not used for programming, and the patient had not been using it. Despite this, the therapy was effective following the session. Troubleshooting was not required, and the issue was not resolved through troubleshooting. The resolution involved educating the customer and providing information.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.